Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion in the left superficial femoral artery. A command extra support guide wire was advanced along with a non-abbott intravascular guided re-entry catheter to gain access to the lesion from the sub-intimal space. Resistance between the guide wire and catheter was met on advancement and the guide wire separated. A snare device was required to retrieve the separated portion of the guide wire. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the hi-torque guide wires for pta instructions for use (IFU) states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal angioplasty (pta), in arteries such as the femoral, popliteal and infra-popliteal arteries. This guide wire may also be used with compatible stent devices during therapeutic procedures. It is likely the deviation of the IFU caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the non-abbott intravascular guided re-entry catheter resulting in the reported difficulty to position. Manipulation of the device ultimately resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.